Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade IV, necrosis, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade IV, and infection. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "capsular contracture," baker grade IV, "fat necrosis", and "infection." Device has been explanted.